Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found the s9 valve stuck in the open position causing the sterilizer's jacket to over pressurize. The increased steam pressure in the sterilizer activated the pressure safety valve as designed. The technician replaced valves s2 and s9 as well as the pressure safety valve, tested and confirmed the unit was operating to specification and returned the unit to service.

Event description:
The user facility reported their sterilizer was leaking a large amount of steam. The fire department was called in response to the steam leak, however no evacuations were required. No injuries were reported, however procedural delays were reported by the user facility.